Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Had them press start and guided to diagnostics: system hours 7630, pump hours 6497, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. Discussed testing pads in manual control vs obtaining a new device and nurse elected to order a new device. If therapy did not start on the new device, they will page again. No further calls from this account. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but arctic sun devices prime then stops. Had them press start and guided to diagnostics: system hours 7630, pump hours 6497, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. Discussed testing pads in manual control vs obtaining a new device and nurse elected to order a new device. If therapy did not start on the new device, they will page again. No further calls from this account.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy, but arctic sun devices prime then stops. Had them press start and guided to diagnostics: system hours 7630, pump hours 6497, inlet pressure (ip) was -2psi, circulation pump command (cpc) was 100 percent, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. No change in values. Discussed testing pads in manual control vs obtaining a new device and nurse elected to order a new device. If therapy did not start on the new device, they will page again. No further calls from this account.